Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28417. It was reported a patient right ventricular (rv) and atrial leads presented with noise. The atrial lead also had increased p-waves. Programming changes were made to the atrial lead, no changes were reported for the rv lead. The patient was stable.